Event description:
An issue was reported where the customer experienced a blood glucose level displayed as "low", although the specific value was not provided. The customer addressed the low blood glucose by consuming cheese and juice, and there was no need for third-party assistance. Technical support assisted the customer by adjusting the basal rate as requested, and no further assistance was required at that time.